Manufacturer narrative:
Lot #: lot number was provided as 218687. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Pharmacist reported via regulatory agency a suspicious rupture of the left device. Device has been removed.